Event description:
Caller reported a false negative urine hcg result from about a month ago on a pre-op pt. Urine sample was collected on (B)(6) 2009, post-IV. No quantitative hcg results were provided, but a post-op ultrasound indicated that pt was (B)(6) at the time of surgery. Pt had done a home pregnancy test three weeks prior to surgery with a negative result.

Manufacturer narrative:
Insufficient info was provided to perform an investigation (missing product lot number or data). Complaint will continue to be trended.